Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the black screen. A field service engineer (fse) rebooted the station. During boot, es began to launch but then started showing database errors. The application relaunched several times before crashing to a blank screen and opening the admin windows environment. The fse checked structured query language (sql) and found the database marked as ¿suspect.¿ since it could not be safely deleted and resynced, the fse contacted technical support specialist (tss) and worked with them until they moved the data to the server, repaired the application, and resynced the station. Later, the fse verified that tss had rebuilt the database and repaired the application. The pas station was up and running, and the issue was resolved. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station went with black screen and customer tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.